Event description:
It is reported that the patient was revised due to pain and a loose patella.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The initial report for this complaint has been previously submitted. Please reference 1822565-2012-01527. Evaluation summary: review of surgical reports provided indicates surgical technique was followed and patellar tracking was normal revision surgical report indicated that the patella bone was sclerotic and the removed patellar implant was not replaced. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product, x-rays or further information. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the ned for corrective action is not indicated.